Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the front haptic came out straight and twisted. There surgery was completed on the same day and there was no patient contact. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).